Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic radical prostatectomy, while first starting the dissection, the monopolar curved shears (mcs) were not properly cutting the tissue, as if they were dull. Coagulation was functioning correctly. However, the sharpness was essential for the surgery so the mcs was exchanged with a new one. There was no patient injury.

Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the associated device data for the reported monopolar curved shears (mcs). Evaluation of the device data indicates the cutting force required to close the jaws of the mcs is not recorded directly in logs without an error being generated. Evaluation of the device data for the reported monopolar curved shears noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic radical prostatectomy while first starting the dissection, the monopolar curved shears (mcs) were not properly cutting the tissue, as if they were dull. Coagulation was functioning correctly. However, the sharpness was essential for the surgery so the mcs was exchanged with a new one. There was no patient injury.